Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a connectivity error and further noted that it failed functional testing. Due to unavailable parts the device was to be scrapped and saved for failure analysis and replaced. (B)(4).

Event description:
It was reported that the analyzer displayed a connectivity error. It was requested that it be repaired or replaced. Follow-up determined that another analyzer was able to be used. The reported analyzer was returned to service. No patient complications have been reported as a result of this event.